Manufacturer narrative:
The associated complaint devices were returned and evaluated. Part number (B)(4). : a visual inspection of the returned device confirms the peg from the bumper is stuck in the device. Part number (B)(4). : a visual inspection of the returned device confirms the pegs broke off the device. One peg is stuck in the impactor and the other peg was not returned. These devices exhibit signs of significant use and wear. These devices were manufactured in 2013 and 2017. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the bumper broke while impacting femur. Broken peg remained in the impactor. A no greater than 30 min delay was reported. Backup device available.